Manufacturer narrative:
We have contacted the initial reporter to request add'l info including pt info, copies of medical info/records and death certificate/autopsy report and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. A DHR review has not been conducted, since no specific product code or lot number have been provided.

Event description:
Attorney reported: "the defective (ck) hernia repair product has been surgically implanted into the body of the pt, now deceased. Decedent was injured and subjected to a substantial risk of injury or death as a result. Decedent underwent hernia repair surgical procedures, and during the course thereof the composix kugel hernia repair product was implanted into decedent. On (B) (6) 2007 - as a result of the pt's hernia repair products, the pt died.